Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. All labels were still intact. No physical damage was found on the device. As a result of checking the event history log, it was confirmed that there was a record that the "power lost while pump was on" alarm was generated immediately after the pump power was turned on. A battery power loss alarm check test was conducted and the device successfully passed. A function test was performed and unable to replicate the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that after replacing the pump with another one, when the customer pressed and held the operation key, the product was powered off. No patient injury was reported.